Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. This is a late report, due to technical/software related issues.

Event description:
At 6 months post-activation the user had very poor speech discrimination and some sensory tolerance issues (headaches, bright lights, loud volume, background noise). Channels 11 _ 12 were disabled due to discomfort and pain. Recipient was remapped and reported being more comfortable. Per new information received, the recipient had continued to have issues of pain, headache (migraine) and uncomfortable sensation. It is stated that the recipient was previously able to tolerate higher charge levels. The recipient is reportedly very sensitive to changes and has a history of reporting that a particular change is favorable, and then a couple of days later is displeased. Pain management was tried but did not help. As per latest information received in october 2017, the recipient will be re-implanted with a competitor device. Recipient has experienced pain since activation, but it has become increasingly worse over time. A date has not been set.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusions: the device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted and would explain the reported symptoms. According to the available information, the patient suffers of meniere's disease (md), which can be associated, among others, with hyperacusis and headache. Further, fluctuation in hearing sensitivity is also a common finding in cochlear implant recipients affected by md. In situ measurements are stable over time and indicative of a functional device; diagnostic imaging revealed proper device placement. Therefore, the reported event can be likely explained taking into consideration the pre-existing recipient's condition, whose symptoms might have been exacerbated following ci surgery and activation. This is a final report.

Event description:
At 6 months post-activation ((B)(6) 2016) the user had very poor speech discrimination and some sensory tolerance issues (headaches, bright lights, loud volume, background noise). Recipient was remapped and reported being more comfortable. However, later it was reported that despite some benefit with the device the user continued to have issues of pain, headache (migraine) and uncomfortable sensation. The user was previously able to tolerate higher charge levels. Pain management was tried but did not help. As per information received in (B)(6) 2017, re-implanted was being considered. Pain with stimulation since activation became increasingly worse over time. The recipient was re-implanted with a competitor device on (B)(6) 2018.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the available information, the patient suffers from meniere's disease (md), which can be associated, among others, with hyperacusis and headache. Further, fluctuation in hearing sensitivity is also a common finding in ci recipients affected by md. In situ measurements are stable over time and indicative of a functional device; diagnostic imaging revealed proper device placement. Therefore, the reported event can be likely explained taking into consideration the pre-existing patient's condition, whose symptoms might have been exacerbated following ci surgery and activation. Reportedly re-implantation surgery is considered, however no date has been scheduled yet. This is a final report.

Event description:
At 6 months post-activation the user had very poor speech discrimination and some sensory tolerance issues (headaches, bright lights, loud volume, background noise). Recipient was remapped and reported being more comfortable. Per new information received, the recipient has benefit from the device but had continued to have issues of pain, headache (migraine) and uncomfortable sensation. Pain management was tried but did not help. As per latest information received in october 2017, the recipient will be re-implanted. A date has not been set yet.